Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the batteries could not be connected to the controller's power port 1 during equipment set-up, prior to implantation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device failed visual inspection due to a bent pin on power port 2 of the controller. This is most likely related to the reported "inability to connect the batteries to power port 1". The bent pin did not allow a battery to properly connect to the controller. The most likely root cause of the reported event can be attributed to a forced connection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during preparation of the equipment prior to the implant, the perfusionist was not able to plug any batteries into the power port of the controller. The controller was exchanged. No patient complications have been reported as a result of this event.